Event description:
It was reported that the pen ndl 32g 4mm experienced leakage. The following information was provided by the initial reporter: consumer reported pen needles bending during her injections. Stated another time the insulin came out during her injection and went onto her clothing. Lot # 0133420. Cat # 320550. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned three pen needles with no inner shields or teardrop label for identification. All of the cannulas for these pen needles have been bent at a significant angle at the base of the patient end of the needle. This damage may have occurred if forces perpendicular to the needle cannula were applied accidentally during use, resulting in the needle bending. Additionally, each of these pen needles was attached to a test pen filled with saline. Saline passed through the system and out the distal tip of the pen needles despite their bent cannulas. No problems with leakage were found. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm experienced leakage. The following information was provided by the initial reporter: consumer reported pen needles bending during her injections. Stated another time the insulin came out during her injection and went onto her clothing. Lot # 0133420, cat # 320550. Date of event: unknown.